Manufacturer narrative:
H3: product analysis of product:c01a-j, lot:el70355. Visual inspection confirmed the vial has been opened, mixed and used in the mixer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty therapy. It was reported that during a procedure, after inserting the balloon, bone cement was mixed. Approximately 8 minutes later, which is the expected time for a viscosity check, the cement showed significantly high hardness. Due to the possibility of complete curing, the medical team opened and used a new balloon, mixer, and cement to continue the procedure. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the issue was associated only with cement. And there was no malfunction reported for mixer and kits. Due to the rapid hardening of the cement, the mixer and kit also became unusable. And after anesthesia, the surgical procedure was underway. During the procedure, cement mixing was initiated, and an abnormality occurred before the cement was inserted into the body.

Manufacturer narrative:
G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number: c01a with 510(k)#: k041584 and UDI: (B)(4) is marketed in us. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.